Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump could not be started up normally and the liquid crystal display did not light up. It was reported that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of incident. Product is expected to return for analysis.